Event description:
Study event. Device malfunction: none. Time of symptoms/ae: 18- days post procedure. Symptoms/ae: chest pain; myocardial infarction. It was reported that 18-days post carotid stent procedure of the lic, the patient was re-admitted to the hosp with complaints of chest pain. It was noted that a cardiac cath procedure was performed and determined that the patient required CABG. Additionally, a pacemaker was placed five days before event date. The patient's condition was reported as improved. It was further reported on 10-04-2006, that the patient had been hospitalized since the CABG and was "extremely weak" and is in a rehabilitation hospital. The patient was unable to make the 30-day visit. No additional information was available.